Event description:
Lapband was placed, caused extreme nausea, vomiting, and acid reflux. Lapband was removed due to the side effects, and haven't had any nausea and vomiting but still continue to suffer from acid reflux.